Manufacturer narrative:
The vessel sealer extend (vse) instrument used during this event was not received for failure analysis investigations. Images provided by the customer for this event were reviewed. In the images, tissue buildup on the jaws of the vse instrument was observed. It appears the surgeon attempted to clean the jaws, but the instrument no longer performed as expected. The vse instructions for use explain that if the jaws become contaminated with carbonized tissue before sealing, it may lead to poor sealing performance and tissue sticking, so the jaws should be kept clean during use. From the images alone, the allegation that the vse instrument was not sealing properly cannot be confirmed. The e-100 energy logs show a total of 112 seal events with 6 high initial starting impedance errors and 1 blank error. The vse instrument was used for about 56 minutes. The system logs show a total of 2 recoverable e-100 errors: one at the same time as one of the 6 errors seen above and one at the same time as that of the blank error above.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia repair procedure, the vessel sealer extend (vse) instrument demonstrated insufficient sealing and stuck to tissue. This event occurred after about 1 hour of use, at which time char build up was observed on the jaws of the instrument. Despite attempts made to clean the instrument and remove the char, the vse instrument did not function as expected. It is unknown what specific tissue was stuck to the jaws of the instrument; however, the event resulted in a tissue tear and 5 cc of unintended blood loss. No interventions were required to address the bleeding. It is unknown, however, if any surgical interventions were performed to repair the tear. It was reported that no tissue was excised due to the sealing issue. The procedure was completed as planned.